Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the microtip toothbrush and stated that the bristles were falling apart. The ends of the center clear bristles were frayed and some of the bristles were projecting out of the side of the head.